Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip ultra fresh denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip and polident tablets and polident toothpaste. On an unk date, the pt started super poligrip ultra fresh denture adhesive cream (dental). At an unk time after starting super poligrip ultra fresh denture adhesive cream, the pt experienced neuropathy. The pt reported that she experienced neuropathy for three to four years and stated, ¿I don¿t know if super poligrip caused the neuropathy or made it worse¿ (exacerbation of neuropathy). She also reported that she rarely applied the product more than once daily (device misuse). The pt reported that she used super poligrip denture cream (variant not specified), polident tablets and polident toothpaste for years. The pt also reported that she experienced numbness on the bottom of her feet. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.

Manufacturer narrative:
MFR¿s report numbers for this case are superpoligrip (9681138-2010-00204), polident tablets (1020379-2010-00001) and polident toothpaste (2210777-2010-00002). Super poligrip ultra fresh denture adhesive cream and super poligrip are manufactured in (B)(4). Polident tablets are manufactured in (B)(4) and polident toothpaste is manufactured in (B)(4). The lot number for super poligrip ultra fresh is available (lot number x08161, expiration unk). It was unk if the product will be returned for quality testing. (B)(4).